Manufacturer narrative:
Suspect lot review: a review of the mfg. Lot database for lot# 3296757 (mfg. Date 08/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Device return: 10/14/2016 - received one used 42645-06, transpac IV monitoring kit with safeset reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3 ml intraflo flush, macrodrip (pole mount); lot# 3296757. An air leak was observed in the transducer. The bag spike was separated from the drip chamber and was not returned. Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to simulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path on the returned complaint samples. Additional detailed investigation efforts are in progress. To date the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processed the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented.

Event description:
Complaint received regarding two (2) 42645-06, transpac IV monitoring kit with safeset reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3 ml intraflo flush, macrodrip (pole mount); lot# 3296757. The report states, safe set was drawing air into the syringe when pulling back and all the connections were tightened. This happened with two packages, same lot number. There were no adverse patient consequences reported.